Event description:
The manufacturer received information alleging the oxygen proportional stuck error code was found during preventative maintenance on a Trilogy EVO device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, oxygen proportional stuck, was observed on the device error log. The customer requested that the device be returned without completion of the preventative maintenance. The device was sent back to the customer unrepaired. There is no documentation stated on a root cause and/or any component replacement to resolve the oxygen proportional stuck error code. There was no repair information was provided, and no part(s) were replaced to address this issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. The root cause isn't confirmed at this time.

Manufacturer narrative:
The reported failure of an oxygen proportional stuck is accommodated in the product risk management file as being linked to Hazard with description Loss of Function/Loss of Primary Function. Complaints for this failure are reviewed via the Post Market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. QA continues to monitor complaints for this issue per the cadence in the Complaint Trending procedures.DHR review was performed for the complaint device Serial Number, (b)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.